Event description:
Per hospital policy, the explant generator was discarded. No additional relevant information has been received to date.

Event description:
It was reported by the patient having an increase in seizures noted to possibly be due to the stress of her vns battery being low. It was reported by the neurologist that the patient had never informed the physician of the increase in seizure. Patient reported no seizures at the last appointment with neurologist. It was reported that the patient had a battery replacement occur. The explanted device has not been received to date. No additional relevant information has been received to date.